Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 93% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Event description:
It was reported the patient has (B)(6) bacteremia and implantable cardioverter defibrill ator (ICD) vegetation that was seen on transesphogeal echocardiogram. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 5076 implantable pacing lead implanted: (B)(6) 2007, explanted: (B)(6) 2013; product ID 6948 implantable tachy lead implanted: (B)(6) 2007, explanted: (B)(6) 2013. (B)(4).